Event description:
Report rec'd of the rate continuously scrolling when the control knob is turned to set rate. During testing at the user facility, when the control knob was placed in the set rate position, the pump would continuously scroll through the quickset sequence. The pump was repaired and placed back into clinical svc. There were no reports of any pt adverse events while the pump was in clinical use. Though requested, no add'l info was provided.